Event description:
It was reported that during a balloon assisted coil embolization, the balloon would not stay inflated. The physician attempted to inflate and deflate the balloon several times but the balloon leaked contrast. There was no clinical consequence to the patient due to reported event.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during a balloon assisted coil embolization, the balloon would not stay inflated. The physician attempted to inflate and deflate the balloon several times but the balloon leaked contrast. There was no clinical consequence to the patient due to reported event.

Manufacturer narrative:
This event is a duplicate of the event reported under manufacturer report number 3008853977-2014-00184. The reported issue with the device will be investigated under the complaint file associated with manufacturer report number 3008853977-2014-00184 and the investigation results will be reported under manufacturer report number 3008853977-2014-00184. This follow-up MDR, under manufacturer report number 3008853977-2014-00183 is being filed to report that the event is a duplicate of manufacturer report number 3008853977-2014-00184 and all further follow-up MDR information will be filed under manufacturer report number 3008853977-2014-00184.